Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the front therapy electrode pad. The patient's doctor gave her benadryl spray for the irritation. After using the spray the irritation has improved.